Event description:
Attorney contacted utmd requesting an IFU for an alleged injury: multiple head wounds including subgaleal hematoma. Forceps were applied after unsuccessful trial of vacuum delivery.

Manufacturer narrative:
Per the malpractice attorney there is no allegation that there was any defect with the vacuum cup.